Event description:
Litigation papers allege patient has suffered significant harm, including but not limited to physical injury and bodily impairment, debilitating lack of mobility, severe pain suffering and inconvenience, lost wages, loss of future earning capacity, medical expenses and the likelihood of future medical expenses. It is also alleged the patient has already undergone may have to undergo future revision surgeries. **update: (B)(4) 2011 plaintiff fact sheet received with part/lot.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.